Event description:
As reported by the user facility: reports overinfusion, occurred in infusion center, on (B)(6) 9/26/2011. Patient receiving chemo infusion. Reports 270 ml bag hung as secondary for 1 hour delivery set at 290 ml/hr. After 30 minutes bag was empty, but pump showed 153 mls remaining. Customer is concerned that fluid went into the primary IV bag.

Manufacturer narrative:
(B)(4). The actual pump in the reported incident was returned for evaluation. A review of the pump log revealed that on 9/26 at 13:43:18, the pump was programmed to infuse in piggyback mode, using drug library "sequoia 1.13.11" and drug name "no lytes", at a rate of 270ml/hr and a vtbi of 270ml. The infusion was started at 13:43:47 and ran until 14:09:29, when the infusion was stopped manually. The volume infused was 115.67ml, or 98.95 of the expected volume. The volume infused was within the specification of 100 +/- 5%. Per the log, the pump ran as programmed. There were 7 more infusion parameter changes (rate and/or volume) within the next 52 minutes, at which time the door was opened. The pump event log shows that the pump performed as programmed for all of the infusion changes except for the last parameter change. The rate was changed in the middle of a program without first stopping the pump and the infusion ran for only 1 second. The recorded volume infused was 0.01ml or 72% of the expected volume. Although the expected volume is outside the specification of 100 +/- 5%, this result was likely related to pump resolution limitations/mathematical rounding with such a short duration and low volume infused. Therefore, this 1 second infusion is considered insignificant in relation to the pump performance and negligible in relation to the reported event. The volumetric accuracy of the pump was tested three times in piggyback mode using the customer-supplied tubing. The rate was set for 270ml/hr with a vtbi of 115.7ml, consistent with the pump operation log information. The test results were within specifications at 117ml, 118ml, and 117ml. No free flow occurred with the door opened or closed. The black check valve did not allow reverse flow. The reported failure could not be reproduced during volumetric testing. Based on the results of this investigation, no conclusions can be made regarding the cause of the event. All available information has been forwarded to the device manufacturer. If additional pertinent information becomes available from the manufacturer, a follow-up report will be filed.